Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that registration was not successful, so the use of the navigation device was aborted. The surgery was completed and there was no impact on patient outcome.